Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was tactile issue with the keypad buttons. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged button issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any contamination, but the ¿down¿ button contact was inverted. Unrelated to the button issue, it was observed that the battery compartment was cracked from the threads to the grip pad and from below the grip pad to the case seal.